Manufacturer narrative:
(B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nebeplus nasopharyngeal swab. Pcr confirmation testing sent to (external lab) generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
E1:email (B)(6). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025510 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1025510, test base part number 190-430 / lot: 1025510. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025510 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction.